Manufacturer narrative:
One medfusion pump was received chipped out on the lower left front corner of the top case and cracked on the bottom case. The event history log was reviewed and there was a motor rate error. An occlusion test was performed and the motor rate error was unable to be replicated. The intermittent error was unable to be determined, since the motor assembly, worm gear, leadscrew and clutch halves had previously been replaced. The worm coupling, leadscrew and clutch halves were replaced as a preventative measure.

Event description:
Information was received indicating that a smiths medical medfusion pump gave a motor rate error at lower rates, but worked at higher rates. The issue was discovered during preventative maintenance testing and there was no patient involvement.